Manufacturer narrative:
The user interface assembly was returned to failure investigation for analysis. The burnt out cold cathode fluorescent lamp (ccfl) backlight caused the dim display. The customer's complaint was verified.

Manufacturer narrative:
G5:510(k)#: k102985. B4: 19aug2021 . A philips field service engineer (fse) was dispatched to the customer site and it was determined that the user interface assembly needed to be replaced to return the device to working condition. The fse replaced the user interface assembly to resolve the reported issue. The device passed performance verification testing. The customers alleged malfunction was confirmed and it was determined that the root cause was a faulty user interface assembly. When the part is returned the case will be re-opened and an investigation will be conducted at the component level.

Event description:
It was reported to philips that the device had a dim display. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.